Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon analyzing the implantable cardioverter-defibrillator transmission, a discrepancy between the reported number of shocks (13) and the number of episodes stored (0) was found. Further analysis noted the electrograms associated with the episodes were invalid as they were either corruptly stored on the device, or they were corrupted during transmission. A new transmission was received on (B)(6) 2020 that was performed on (B)(6) 2020. The transmission was stuck in the transmission process and contained the missing episodes and electograms. There were no issues with the device storage but rather a communication error. No intervention was performed. The patient was stable.